Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) most likely due to atrophy. All components were removed and replaced. There was no malfunction with the explanted aus. The patient had no further complications.